Event description:
Leaking of intravenous line due to crack/disconnect in tubing. This occurred on 3 separate occasions (2 patients) with nicu pts, one of which required a blood transfusion as a result of the leakage.